Manufacturer narrative:
Additional information has been requested from the field. However, no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a pacing impedance measurement greater than 3,000 ohms along with no capture. This lead was also reported to have not delivered pacing when required. The lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.